Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed this is the only complaint associated with dissection for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample will not be received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Based on the instructions for use (IFU) the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported, after treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter, allegedly a grade d dissection occurred. The health care professional (hcp) treated the grade d dissection with an intact vascular tack endovascular system. The facility is unaware of the sample disposition, thus the sample is unlikely to be returned. The patient was discharged the same day, with no additional adverse patient effects reported. This is one of two products involved with the reported event and are associated manufacturers report numbers 3006513822-2016-00004.